Manufacturer narrative:
Conclusion: based on the received information from the field, the conductive link was likely inadvertently damaged during an ear wax cleaning procedure. In-situ measurements confirmed that the device is no longer intact. Before that intervention, the device was functional and the patient was receiving benefit from it. The investigation results show damage to the conductive link, which is compatible with the reported event. Other damages found on the device are likely related to the explantation surgery. This is a final report.

Event description:
While clearing wax from the patient's ear canal the surgeon noticed that the conductor link of the implant was adhered to the wax. It is likely that the conductor link was unintentionally pulled while attempting to remove the wax from the ear canal. After the procedure the patient was not able to hear. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
While clearing wax from the patient's ear canal the surgeon noticed that the conductor link of the implant was adhered to the wax. It is likely that the conductor link was unintentionally pulled while attempting to remove the wax from the ear canal. After the procedure the patient was not able to hear.